Event description:
Customer reported low blood glucose symptoms and self treated with juice. Customer reportedly received the following results on the advantage system using comfort curve test strips within 10 minutes: 167 mg/dl, 71 mg/dl, and 73 mg/dl. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.